Event description:
My daughter has been diagnosed with multi-culture craniosynostosis. As a result, a posterior cranial vault expansion (distraction osteogenesis) was performed on (B)(6) at (B)(6) under the supervision of neurosurgeon (B)(6) and plastic surgeon dr. (B)(6). During the procedure two posterior cranial vault distractors from the company (B)(4) were affixed to my daughter's skull. After a number of days, the process of distraction commenced and worked without incident for the 7 days (turning the device 0.5mm twice a day). On the 7th day, that is, on (B)(6), my wife noticed that a part of the left distractor had broken off without any apparent external influence. As a result, my daughter was readmitted to hospital on (B)(6) in order for the defective distractor to be replaced. The second surgery eventually took place on (B)(6) and, as said, a replacement distractor affixed. When the surgical bandages were removed from my daughter's head the morning after the surgery, that is, on (B)(6), the right distractor had broken in half and the external portion was found within the bandages. Again, there did not appear to be any external influence. In other words, two distractors failed within 4 days of one another without any external cause.